Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set was pulled, and the t:lock became disconnected. Customer's blood glucose level was 331 mg/dl. The customer reconnected the t:lock and changed out the infusion set to address issue.